Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR reports:1627487-2014-02323, 02324 and 02325. The pt has a dcs (dorsal column stimulation) lead and two pns (peripheral nerve stimulation, off-label) leads. It was reported the pt's dorsal column lead was protruding through the pt's skin. In addition, the lead anchor was visible through the lead site incision. The pt underwent surgical intervention, and the mid back incision was opened and the lead was cut and removed. The two pns leads remained implanted. The physician recommended the pt be kept overnight for observation and remain with the pns therapy. F/u on (B)(6) 2014, identified the pt's entire scs system was removed due to discomfort at the lead site.